Event description:
On (B)(6) , 2025, a patient underwent a port placement procedure using the powerport isp. Prior to the procedure it was noted that the port sterile packaging was compromised. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three photos were provided for review. The first photo shows a close-up view of the packaging edge being held. The seal line is visible, and a slight separation/opening along the edge is noted. The material appears lifted at the seam. The second photo shows another angle of the packaging corner. A folded and lifted section of the material is observed near the edge, with visible separation at the seal area. The third photo shows a side view of the packaging edge. The seal appears uneven, with visible lifting and partial opening along the seam. The layers of the packaging material are separated. Therefore, the investigation is confirmed for reported tears, rips and hole in device packaging issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, method, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport isp. Prior to the procedure it was noted that the port sterile packaging was compromised. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device will be returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.